Manufacturer narrative:
Device is combination product. The date of incident is unknown. Bsc became aware of the event on 25 october 2019. A date of (B)(6) 2019 was entered in the date of incident field to indicate the event occurring on an unknown day in (B)(6) 2019.

Event description:
It was reported that failure to deflate a balloon occurred. A 28 x 3.50 promus elite stent balloon expandable was advanced to the target lesion and was deployed. After the stent had expanded in the artery, it was noticed that the balloon was not deflating adequately. The procedure was completed and no patient complications were reported in relation to this event.